Manufacturer narrative:
H3:product analysis: no evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: f2/8ta23(lot number-h5955837) product analysis: no conclusion can be drawn. No evaluation was performed, as the device was device discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgery of the endoscopic combined with microscopic resection of a huge space-occupying lesion in the left frontal lobe, internal decompression, and dura mater repair under general anesthesia. When the surgeon was opening the skull, he found that the sound of the medtronic motor was different from usual, and the drill bit and milling cutter could not work on the skull. He immediately opened the bojin micro-medical electric saw drill as a replacement. When the bojin micro-medical electric saw drill was used, it was found that the drill was unresponsive and the milling cutter speed was too low to be used. Immediately opened the hand drill and wire saw as a replacement, and the surgery could continue. This made prolonged the surgery time and anesthesia time, affected the surgeon's operations, increased the amount of bleeding, and affected the patient's postoperative outcome. On additional follow up the surgery extended up to one hour and there was no blood transfusion required during or after surgery. The estimated blood loss for the surgery was not known and the patient did not have any ischemic injury from blood loss. The patient current status is good condition.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: f2/8ta23 (lot number-unknown) h3: product analysis: no evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgery of the endoscopic combined with microscopic resection of a huge space-occupying lesion in the left frontal lobe, internal decompression, and dura mater repair under general anesthesia. When the surgeon was opening the skull, he found that the sound of the medtronic motor was different from usual, and the drill bit and milling cutter could not work on the skull. He immediately opened the bojin micro-medical electric saw drill as a replacement. When the bojin micro-medical electric saw drill was used, it was found that the drill was unresponsive and the milling cutter speed was too low to be used. Immediately opened the hand drill and wire saw as a replacement, and the surgery could continue. This made prolonged the surgery time and anesthesia time, affected the surgeon's operations, increased the amount of bleeding, and affected the patient's postoperative outcome.